Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's left ventricular (lv) lead exhibited pacing inhibition followed by a ventricular pace. Boston scientific technical services (ts) was consulted and discussed the possibility of farfield sensing on the lv channel. The sensing configuration was reprogrammed, which resolved the lv pacing inhibition. It was noted that this heart failure patient paces 91 percent in the lv and 41 percent in the rv. No additional adverse patient effects were reported and the products remain in service.